Event description:
During a procedure when the physician took the transend ex .014"/205 platinum guidewire out of the package, it was fractured. The pt did not sustain any injury as a result of this event.